Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A hematoma occurred following treatment with the diamondback coronary orbital atherectomy device of a type b lesion in the proximal left circumflex artery, and the physician was unable to rule out a perforation. A stent was placed to resolve the hematoma. The patient was discharged.